Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right-side suspected rupture.

Manufacturer narrative:
Sientra complaint: (B)(4). Sientra will not be able to provide a failure analysis. Sientra was notified by the health care provider that there was no rupture found during revision surgery and the device was not replaced. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Correction: b5 h3 other text : provided in h10.

Event description:
Right-side suspected rupture and capsular contracture, baker grade 4, date of event: 15-aug-2023.